Event description:
Per the clinic, the device was electively explanted (date not reported) in order for the patient to upgrade to a MRI friendly implant. The patient was reimplanted with another cochlear device. Additional information has been requested but has not been made available as of the date of this report.